Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during the prime test and the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to basic occlusion test due to the device alarming. A scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
The customer reported that the insulin pump alarmed and the bottom of the device may be sticking out; the customer did push back in and delivered the insulin. The caller mentioned running low and wonders if this could cause. The blood glucose reading at time of call was 99mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.